Event description:
Healthcare professional reported that following initial aortic valve replacement in 2000, pt developed symptoms of stenosis. Examination on 7/7/00 confirmed gradient was as high as 70 mmhg and x-ray indicated valve opened up to only 45 degrees. Re-operation performed in 2000 and found the suture used for aortotomy was hooked on the structural member of the valve. Surgeon removed the suture and closed. The valve remains implanted.